Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast reconstruction on (B)(6) 2016 with an unknown mentor gel implant experienced right sided baker¿s grade iii/IV capsular contracture post procedure. As a result, bilateral prosthesis replacement with 275cc mentor memorygel breast implants was performed on (B)(6) 2017. This was the patient¿s earliest of three known capsular contracture events associated with the use of mentor implants. Mentor became aware of the last incidence of capsular contracture an (B)(6) 2019, and it was reported under manufacturer¿s reference number (B)(4). Additional information was received on (B)(6) 2019, and mentor received additional information and initial awareness of two more events of capsular contracture relating to the use of mentor implants with this patient. The implants that were placed on (B)(6) 2017, and relate to the second incidence of capsular contracture are documented under manufacturer¿s reference number (B)(4).